Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a thr surgery had performed on an unspecified date, patient discomfort in her hip increased. In addition, it was found a de-rounded/flattened femoral head in pe cup with pe wear. Also, corroded/ground cup. It is unknown how this adverse event has been addressed. The patient's overall health status is unknown.

Manufacturer narrative:
H11: h2: additional information: b1, b2 and b5.

Event description:
It was reported that after a thr surgery had performed on an unspecific date, patient discomfort in her hip increased. In addition, it was found a de-rounded/flattened femoral head in pe cup with pe wear. Also, corroded/ground cup. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which, the oxnm fem hd 28mm +12, along with depuy's pe liner and cup. Patient's current health status is stable.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: h6: health effect - clinical and impact code. H3, h6: the associated oxinium femoral head was returned and evaluated. The visual inspection revealed that the shaft of the device has significant material worn away and the crown scratched and gouged. The clinical/medical investigation concluded that, as stated previously, the images of the implants show some wear marks within the shell as well as a heavily worn femoral head. The liner has a worn edge like impingement but not worn through within the articulating surface. The 1st of two provided x-rays shows the presence of metallic debris throughout the joint space and femoral head not centered in the cup with a slight anteversion as well as steep inclination it also cannot be confirmed if the liner is within the acetabular head or if there is direct head on shell articulation. An implant list of visible on the patient¿s x-ray, confirmed the use of a mixed manufacturer construct. A second x-ray was provided that appears to be post -revision that showed screws extending anterior to the femoral head, extending beyond the cortical margin. The femoral head appears to be inside of the cup and there is metallic debris present as well as possible unidentified augmentation used around the shell. Based on the information provided, the use of mix-manufacturing construct could not be ruled out as a likely cause of the reported discomfort, and a worn femoral head in the shell or liner. As the instructions for use for femoral heads & accessories does warn, ¿do not mix components from different manufacturers unless specially approved by the manufacturer of the components. Failure to comply may result in implant failure and revision surgery.¿ nor could we rule out debris between the poly and femoral head or articulation of the head against the shell if the liner was disassociated. Also, we cannot rule out the patient history of polyneuropathy or the patient¿s 5 previous right hip surgeries as contributing factors to the adverse events. Per the report, this adverse event was addressed by a revision. It was reported the patient¿s condition is stable. For the oxinium femoral head, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the stem, the batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. For both devices, a review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. The instructions for use also state: do not mix components from different manufacturers unless specially approved by the manufacturer of the components. Failure to comply may result in implant failure and revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.